Manufacturer narrative:
Visual analysis was performed on the returned device. The reported difficulties were unable to be confirmed as the introducer sheath was not returned and the stent was returned fully deployed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents and/or complaints reported from this lot. The investigation determined that the reported difficulties were likely related to circumstances of the procedure. Based on the reported information, it appears that the stent had partially deployed in an unspecified introducer sheath. It is likely that there was inadequate distance between the introducer sheath and stent during deployment causing the stent to partially deploy within the introducer sheath. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the arteriovenous fistula. A 5.5x40mm supera self expanding stent system (sess) was advanced to a previously deployed stent. The stent was partially deployed in an unspecified introducer sheath, and the stent was removed with the sheath and delivery system. An unspecified supera stent was used to successfully complete the procedure. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.